Event description:
Additional information received indicates the lead was explanted and replaced. The patient was in stable condition.

Event description:
Additional information received indicates that the lead was actually not explanted and replaced and is still active. An insulation abrasion was noted.

Manufacturer narrative:
Correction - h1 - event downgraded from serious injury to malfunction since the lead was not explanted correction - h6 - code updated from additional surgery to no patient consequences

Event description:
It was reported that the right atrial (ra) lead was sensing noise. Further information was requested but not received.